Event description:
Information was received from (B)(6) that when at home, the patient had 25 critical battery alarms, always on the port 1 of the controller unit. The patient reported also several power switch events with two batteries. The controller and batteries were replaced by the physician per the instructions for use. Preliminary review of the log files by the manufacturer confirmed the reported critical battery alarms and 2 power disconnects in the 14 days up to the reported event date. There was no effect on the patient. There was no effect on the patient. This is report 2 of 3.

Manufacturer narrative:
No testing was performed on the device. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. This is one of three reports (3007042319-2015-00671, 3007042319-2015-00672 and 3007042319-2015-00673) submitted for devices related to the same event. No additional information will be forthcoming.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of three reports (3007042319-2015-00671 and 3007042319-2015-006673) submitted for devices related to the same event.